Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (15 mg/ml at 6.6 mg/day), clonidine (350 mcg/ml at 154 mcg/day), and bupivacaine (10 mg/ml at 4.4 mg/day) via an implanted pump. It was reported that the patient had poor pain relief and high residual pump volumes of approximately 15 ml at the last 2 refills. The event date was reported as (B)(6) 2020. There were no known environmental, external, or patient factors that may have led or contributed to the issue, and there had been no known diagnostics and/or troubleshooting other than pump and log interrogation on (B)(6) 2021. The patient was to be scheduled for an MRI to assess for a possible catheter issue such as a granuloma, and depending on the outcome of the MRI, he may be scheduled for a dye study to assess catheter patency. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.